Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set was blocked which prevented insulin from being delivered to the customer. Reportedly, the pump declared an alarm warning the customer of the blockage (alarm number not verified). The customer experienced a blood glucose (bg) level in the 900 mg/dl range and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, treatment resolved the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and infusion set information; however, the customer did not respond.